Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a brownish/amber color of particulate matter observed within the cassette sheeting. The reported issue was verified. The cause of the condition was due to an extrusion defect during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿small amount dried brownish residue¿ was observed inside a homechoice cassette. This was observed during set up of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.